Event description:
It was reported to boston scientific that during an endoscopic retrograde cholangiopancreatography procedure (ercp) when the sphincterotome entered out of the scope, the orientation was incorrect. The product was removed from the scope and an unsuccessful attempt was made to twist the tip of the sphincterotome back to the original orientation. The sphincterotome was replaced with a different sphincterotome and the procedure was completed successfully. There were no patient complications.